Event description:
The pt reported that in (B)(6) 2011 she had a surgery and the advantage fit system of boston scientific was used to repair her pelvic region. Since then she has been in excruciating pain. This pain is so bad that she barely voids, can not lift her body, talk less of taking care of herself. She suffers from constant urinary tract infections and thus she is always from one antibiotic to the other. Due to her curiosity she went online to do some research on this device and found out something very interesting. On the FDA website, after putting in the device lot # and model # she learned that this product in her had been recalled. Moreover the info on the website indicated that the same device that was still implanted in her had been received by the MFR in (B)(4) 2011 from the hosp due to crack issues. She wonders that if this is the same device still implanted in her, how come the MFR received it as a defective device? A defective product was implanted in her and it seems like the hosp is trying to cover up this fact while she is suffering from the defects. She has all her medical records and the report on the FDA website exactly matches the records. She says the public should not have to pay for hosps and mfrs errors and the FDA should please do something to help her and the rest of the public.